Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device power cord burnt during equipment testing. It had sparks and burns on the power connection line during the power-on self-test by the operator. But did not cause other safety problem, immediately replaced the new power cord and tested it. After powering on for a period of time, there was no abnormality occurred.